Event description:
A physician questioned a hemoglobin (hgb) result of 11.? G/dl reported from the cell dyn 1800 analyzer. The sample was repeated on the cell dyn 1800 and was 9.? G/dl. The sample was then taken to a hospital/reference lab and the hgb was 7.? G/dl. The account did not provide the exact values which were obtained. The account stated that there was impact to patient management as a blood transfusion was delayed 24-48 hours.